Event description:
It was reported that, "on (B)(6) 2013, mantis surgery (t12/l1/l2) was performed. The rod was inserted from l2, but it was not inserted smoothly to t12. While the surgeon tried several times, he heard strange sound and the blade inserted to the l1 right screw was separated from the screw head. After that the metal piece was found in the patient body and it turned out that it is a part of slit part of a screw head. Then the screw was used and only the metal piece was extracted."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the mantis cannulated polyaxial screw tab breakage was confirmed upon receipt of the broken fragment. The tab breakage occurred during insertion/manipulation of the rod. It was reported that the surgeon was having difficulty setting the rod. This suggests that the screw-head tabs are breaking due to offset use of the persuader resulting in cantilever forces on a single side of the screw-head. The screw remains implanted and does not have any functional deficiencies as a result of the breakage. The screw-head tab breakage does not impact the structural integrity of the screw because the tabs only function in the providing a connection to the screw through the associated instrumentation. The manufacturing records were also reviewed to determine if there were any suspect deficiencies/anomalies. There were no manufacturing issues for either reported. Conclusion: based on the event description it is most likely that the surgeon was loading the blade resulting in failure of the tab and separation of the blade. This type of cantilever loading has been known to result in breakage of the screw-head tabs.

Event description:
It was reported that, "on (B)(6) 2013 mantis surgery (t12/l1/l2) was performed. The rod was inserted from l2, but it was not inserted smoothly to t12. While the surgeon tried several times, he heard strange sound and the blade inserted to the l1 right screw was separated from the screw head. After that the metal piece was found in the patient body and it turned out that it is a part of slit part of a screw head. Then the screw was used and only the metal piece was extracted."